Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The smr supporter reported a loose connector of the power port.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed through visual inspection but passed functional testing. During visual inspection, the power connectors (port 1 and port 2) were found loose from the controller housing. Controller functionality was tested and the system testing did not indicate any abnormal operation of the controller. Anomalies with loose connectors are being investigated with the supplier. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.